Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the patient had difficult anatomy. The procedure started with a double curve was and a 31mm closure device. The 31mm closure device was exchanged for a 35mm closure device. Multiple full recaptures were performed with both devices. As a final attempt, the physician decided to switch to a trusteer was. When the was sheath and pigtail catheter were in the appendage the pigtail catheter was removed, and a new 35mm closure device was inserted. A small flicker of tissue/thrombus was noted on transesophageal echocardiography (tee) imaging along the mitral annulus. The physician determined the benefits outweighed the risk and continued with the procedure. There were no patient complications.